Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. It was discovered during inspection of the device that the rear panel assembly was faulty, resulting in no output. If additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported a device with ¿no output¿. This occurred during preparation, prior to use. It was further reported the patient was not under anesthesia at the time of this phenomenon, and that this procedure was completed with another device. There was no report of harm or medical intervention with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The instructions for use has the following guidance pertaining to this suggested event: "possible cause: camera control unit malfunctions. Solution: immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus." Olympus will continue to monitor field performance for this device.